Event description:
Customer reporting 3 potential false negative sars results. Customer states they were negative by another brand rapid antigen test as well but 4 days later from initial testing was positive by a physician test (method unknown). Customer started symptoms 4 days prior to testing. Through interview it was found the kit the customer was using was expired. Report 3 of 3.

Manufacturer narrative:
Investigation conclusion: .a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: unable to determine / possible expired product use source: phone.